Event description:
"Cannot take oak." Documented years back. Atrial fibrillation. Vasc score 2 before laao (B)(6) 2022 in (B)(6). Drt detected post procedure 101 days with the abbott amplatzer amulet device. Now at high risk for adverse events. No information whatsoever of drt before laao, though data on thrombus characteristics, treatment strategies, and clinical outcomes from the euroc-drt-registry were published only a year before procedure. Operator part of publication. (Ref circ cardiovasc interv.(circulation cardiovascular interventions) 2021;14:e10195). Second CT scanning performed 23-03-2023 +195 days. Same result. Now on 75 mg asa. Slight spots now and then. Do not agree on hospital risk assessment. From hospital case closed.